Event description:
It was reported that the pump battery would not charge, and a power source alert was received. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support instructed the customer to plug the wall adapter into a known working outlet and wait for at least 30 minutes, resulting in the battery charging successfully to 100%.